Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. The device failed multiple self-tests due to a low battery between the (B)(6) 2014 and the(B)(6) 2014. A increase in voltage suggests a further pad-pak was then installed, the device passed a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.